Event description:
It was reported that difficulty removal and shaft break occurred. Vascular access was obtained via the radial artery. Coronary stenosis was successfully treated with stenting in the left anterior descending artery and left circumflex artery. The 80% stenosed, 45 x 3.00 mm, concentric denovo target lesion was located in the non-tortuous and severely calcified right coronary artery. There was a significant bend less than 45 degrees. Following pre-dilation with 1.20 x 12mm and 2.00 x 20 mm emerge balloons, residual stenosis was 50%. The 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, it could not be fully deployed due to the calcification and a segment remained attached to the stent delivery system (sds) balloon. The physician encountered significant resistance while attempting to retrieve the sds and after several trials, the balloon catheter broke with a part remaining inside the artery. The procedure was cancelled. The patient remained stable, but the right coronary was occluded. The patient was under observation.